Event description:
Event description guidant received information that one day post implant of this pacing system, consisting of this biventricular pacemaker, atrial, ventricular, and competitor's left ventricular lead, this patient patient experienced a pericardial effussion.